Event description:
The customer called stating that while changing the set the entire reservoir emptied all over them. Without disconnecting the customer then put a new set together and rewound the pump emplying the contents onto self. Customer was admitted for low bgs. The customer was walked through the set change process on how to manually prime. The customer realized their error and vowed not to report it.